Event description:
Same case as MFR ID # 2134265-2013-08463. It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in a saphenous vein graft (svg) from the obtuse marginal (om) artery to the circumflex (cx) artery. The lesion was successfully wired; the wire was then exchanged with a non-bsc distal protection device. The lesion was pre-dilated with a 2.50 x 15mm emerge mr balloon catheter. After successful dilation of the lesion, the physician placed and deployed the 4.00 x 16mm promus element plus stent to the mid omcx graft and the 4.00 x 20mm promus element plus to the proximal omcx graft. Both stents were deployed at 14 atmospheres with multiple post-deployment inflations with a 4.00 x 12mm nc quantum apex balloon catheter, excellent results post stent placement and post dilatation of the newly deployed stents. The distal protection devices retrieval sheath was then inserted, passed into the stents but was not able to be passed through the stents distally. Multiple attempts were made to cross this region of the stents but with no success in bringing the retrieval sheath and distal protection device together. During these manipulations it was noted that the distal protection device and its filter-basket were getting closer to the distal aspect of the distal stent edge. Finally, the physician decided to withdraw the non-bsc distal protection device without first capturing it within the retrieval sheath and upon doing so, lassoed the distal end of the just placed and post-dilated 4.00 x 16mm promus element plus which simultaneously caused the guide catheter to deep seat itself into the ostium of the svg and compress the proximal edge of the 4.00 x 20mm promus element plus stent. Corrective actions were taken by the physician and staff to resolve the longitudinal compression that happened to both stents. The compressed stents were dilated with a 1.20 x 12mm emerge push and a 1.50 x 12mm emerge push balloons with the support of a guidezilla guide extension catheter. A 4.0 x 16mm veriflex bare-metal stent was deployed to the proximal portion of the 4.00 x 20mm promus element plus stent, and two additional non-bsc des stents, one to the ostium of the svg itself and one to the distal end of the 4.00 x 16mm promus element plus stent. The vessel was opened with timi grade iii flow throughout its length. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).